Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used. The exact procedure date was unknown. During the procedure, the clip unable to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: a resolution 360 clip was received for analysis. Visual inspection of the device returned without the clip assembly and with the control wire detached and kinked. A microscopic inspection showed that the clip assembly full deployment and with the control wire detached and kinked. No other problems with the device were noted. The reported complaint of clip unable to release from catheter was not confirmed. Upon analysis, it was found that control wire returned detached from the handle, kinked and the catheter was unraveled, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used. The exact procedure date was unknown. During the procedure, the clip unable to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.